Event description:
It was reported that on (B)(6) 2025, a 4x4mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer tvlp catheter in a patent ductus arteriosus (pda) occlusion procedure. The dimensions of the defect were measured as 4.1 mm at the aorta, 2.7 mm at the pulmonary end, and 7.5 mm in length. The sizing of the device was determined using angiography and transesophageal echocardiography. During the procedure, angiography and transesophageal echocardiography were utilized as imaging modalities. At the time of release, the team encountered difficulty, noting that the device appeared to be tightly attached to the screw, which resulted in the device twisting along its axis. Consequently, its position was altered within the heart, leading to embolization after release. The migration/embolization was identified through angiography. The device completely dislodged from the implant site. The implanter believes the cause of embolization was difficulty releasing the prosthesis, with twisting of the prosthesis within its own shaft. A stability check was performed, and no leak was detected around the lobe of the device during the procedure. The patient did not experience any rhythm change or clinical signs or symptoms during or after the event. There was no difficulty with implanting the device, such as multiple recaptures or repositioning. Following embolization, a percutaneous recapture attempt with a snare was performed; however, retrieval was unsuccessful as the device lodged distally in a small branch of the right pulmonary artery, causing a partial obstruction of blood flow. The retrieval was not considered an emergency procedure to prevent permanent impairment or death. The procedure was completed using a new 4x4 mm amplatzer piccolo occluder.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.